Manufacturer narrative:
Device evaluation summary: the stent was not present on the balloon and did not return for analysis. As the stent was not returned for analysis, displacement cannot be confirmed. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to deformation in the guidewire lumen. Kinks were evident to the guidewire lumen and the shaft of the device. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Add'l info: the lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. The stent did not leave the catheter. It was reported that the stent displaced 50% from the balloon when in the patient, after the stent deformation occurred. No intervention was required to remove the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation a photo of the device was provided for analysis. The image shows the stent dislodged from the delivery system. The stent appears deformed. No other deformation is visible in the image. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the ostium left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. The patient is reported to be alive with no injury.